Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator displayed a "vent-inop: machine and proximal pressure sensors failed" error code (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the biomedical engineer reported that the v60 ventilator displayed a "vent-inop: machine and proximal pressure sensors failed" error code (1007). The biomed reached out to philips for support, and the remote service engineer (rse) advised the biomed to reseat the board to the assembly. The biomed reported that the issue was resolved, and testing was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.